Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced unexplained high blood glucose of 485 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and found that the cannula was bent. The caller was advised to change the set. The customer did not return the product back for analysis.